Event description:
The home pt (hp) reported experiencing pain during drain while using the homechoice pro cycler for apd tidal therapy. The pain occurred in their bladder area, radiating out to their leg toward the end of the drain. The hp often wakes up at night during drain and feels as if they must urinate. The hp states they have taken some pain medication prescribed for their preexisting condition of bone cancer in an attempt to relieve pain during drain. The hp states they have also experienced pain during drain when performing continuous ambulatory peritoneal dialysis (capd). The hp relates that they have received no sustaining injury nor needed medical intervention as a result of pain drain.